Manufacturer narrative:
Citation: upadhyaya et al. Effect of valve type on outcomes of transcatheter aortic valve replacement in patients with severe pulmonary hypertension: a retrospective comparative cohort study. Chest 2021 - annual meeting october 17-20. Https://doi.org/10.1016/j. Chest.2021.07.273. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the incidence of major adverse cardiovascular events (mace) between two common types of valves in transcatheter aortic valve replacement (tavr). All data were collected retrospectively from a single center database for the years 2012 to 2020. The study population included 84 patients (demographics such as age and gender not provided). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 28 patients were implanted with a medtronic corevalve (unique device identifier numbers not provided). Based on the available information medtronic product was not directly associated with a particular death. However, corevalve was correlated with mace defined as death, myocardial infarction, stroke, hospitalization due to heart failure, or coronary revascularization. Among all corevalve patients, four experienced mace. No further details were provided on these cases. No additional adverse patient effects or product performance issues were reported.